Event description:
Boston scientific received information that this patient's latitude system detected a red alert (high shock impedance) on (B)(6) 2008 for this bsc device and competitor rv defibrillation lead. Boston scientific 's technical services contacted the local representative. The clinic was aware of the red alert and was reviewing the data. The last six daily shock impedance measurements have been normal. On (B)(6) 2008, the clinic rn contacted technical services to report that a manual capacitor reformation was performed and the shock impedance was normal (47ohms). During patient isometrics, the measured shock impedance was 104 ohms. Another measurement was performed and the recorded value was normal (67 ohms). Rv pacing impedance and sensing are normal with no electrogram noise identified. On (B)(6), the recorded value was > 125 ohms. Technical services discussed a loose set-screw or that the terminal pin was not fully inserted. Technical services discussed performing a maximum energy shock. Technical services discussed possible microfracture, or dried blood in the lead, or set screw issue due to recent changeout. Boston scientific received information from the local representative that the patient was presented to the ep lab on (B)(6) 2008. The pocket was opened and the distal df-1 pin was found unsecured during the tug test. The lead was placed back in the port and retightened. The issue was resolved and no further intervention was required.

Manufacturer narrative:
(B)(4). Boston scientific received information that this device was received at boston scientific's return products in (B)(4) 2015. There were no reported allegations or complaints against the device. Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory and was found with a battery status indicator of end-of-life (eol) at 2.36 volts. Engineering calculation determined that this device did meet expected longevity. Impedance testing was completed and all measurements were within normal limits. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output. It was concluded that this device performed normally throughout laboratory testing.